Event description:
It was reported that a patient underwent an atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) procedure with a navistar¿ electrophysiology catheter and the catheter shaft was broken. It was reported that during the procedure, after removing catheter from patient, the physician noticed that the catheter was damaged on the shaft area (plastic was scratched/peeled off the shaft). Procedure continued with a new catheter. There was no patient consequence reported. Additional information was received on the event. The damage did not result in wires being exposed or any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. The sheath information was not known. The event describing the issue as ¿plastic was scratched/peeled off the shaft¿ was assessed as MDR reportable for catheter shaft was broken.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) procedure with a navistar¿ electrophysiology catheter and the catheter shaft was broken. It was reported that during the procedure, after removing catheter from patient, the physician noticed that the catheter was damaged on the shaft area (plastic was scratched/peeled off the shaft). Procedure continued with a new catheter. There was no patient consequence reported. Additional information was received on the event. The damage did not result in wires being exposed or any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. The sheath information was not known. The device evaluation was completed on 10-feb-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the navistar device. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the as the device was found in good conditions. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).